Event description:
A malfunction alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was not known but displayed as "high." The customer addressed the high blood glucose by taking a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. The technical support provided information to reset the pump successfully, and the issue did not recur. The customer was instructed to continue using the pump and to call back if any further malfunctions occur.